Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced low blood pressure (hypotension) and fainted recently. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient suffers from congestive heart failure (chf) and hypothyroidism which were driving the patient¿s hypotension and fainting episode (singular event). The pdrn stated the patient¿s estimated dry weight was increased from 50.0 kgs to 51.0 kgs, and her dialysate prescription was changed from a mixture of 2.5% and 1.5% to strictly 1.5% dextrose (date not provided) to decrease ultrafiltration. The change in pd prescription was made in collaboration between the nephrologist and cardiologist. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient has recovered (baseline) from the events and continues to undergo ccpd at home utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced low blood pressure (hypotension) and fainted recently. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient suffers from congestive heart failure (chf) and hypothyroidism which were driving the patient¿s hypotension and fainting episode (singular event). The pdrn stated the patient¿s estimated dry weight was increased from 50.0 kgs to 51.0 kgs, and her dialysate prescription was changed from a mixture of 2.5% and 1.5% to strictly 1.5% dextrose (date not provided) to decrease ultrafiltration. The change in pd prescription was made in collaboration between the nephrologist and cardiologist. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient has recovered (baseline) from the events and continues to undergo ccpd at home utilizing the same liberty select cycler.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of hypotension and fainting. Per the patient¿s pdrn, the serious adverse events were attributed to the patient¿s medical history which includes chf and hypothyroidism. The patient¿s ccpd prescription was adjusted to accommodate her medical conditions and did not involve a fresenius device(s) and/or product(s) deficiency or malfunction. Hypotension remains a common complication of pd therapy and occurs in approximately >12% of all treatments. Very often, the cause of the hypotension is multifactorial; however, hypovolemia appears to be the most predominant cause. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there is no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.